Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 180 days from the start of using the product (during catheter management), the catheter clamp was found to be not properly locked wherein it was noted to be disconnected "sometimes." It was also stated that the degree of locking was "half" weak during placement at the internal jugular vein and the device could not be secured. There was no patient injury.